Event description:
The patient reported that the up arrow and down arrow keypad buttons have been sticking and that all buttons are intermittently unresponsive. He stated that the keypad has been coming loose for the past month and a half, but the rubber has not lifted off the pump. The patient stated that he wears the pump in his pocket and cleans the pump with a dry q-tip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.